Event description:
It was reported that the t:slim x2 pump battery would not charge, resulting in a shutdown and an inability to turn the pump back on. The impact on the customer¿s blood glucose levels was not reported. Technical support informed the customer about resetting certain pump parameters and advised monitoring the situation, suggesting a callback if the issue continued.